Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hosp.

Event description:
The dr was unable to insert the iab into the sheath. The iab was removed and another was inserted. Datascope was informed on 5/8/97 that the balloon and sheath could not be found. Event complications: unk - rpt'd 3/17/97, 5/8/97. Pt current status: unk - rpt'd 3/17, 5/8/97.